Manufacturer narrative:
Five (5) used samples #011-c32029 were returned for evaluation. As received an unknown chemo drug solution inside each filter was observed, each 0.2 micron filter that both filters vent appeared to be wetted out. No mating device was returned. Each filter was tested and it was confirmed a leak from the filter vent. Complaints of leaks can be confirmed based on the physical sample evaluation. The probable cause is typically due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that a 22 cm (8.5") ext set w/0.2 micron filter, clamp, rotating luer generated a leak during patient use. The reporter stated, ¿the solution leaked from the air vent." The event occurred during infusion. It was also mentioned that there was no concomitant drug, no concomitant device, no bleed-back, with an unknown name of chemo drug, no bio-hazard, and unknown user facility med-watch. The device was not reprocessed/resterilized. The quantity affected is five and is available for return for evaluation. The sample was returned from clinical contact. A sample photo was not provided. There was no unprotected chemo exposure in this event. There was no patient and no healthcare provider harm. This is five of five events.